Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Other - lead was not returned, selected in error.

Event description:
Related manufacturer reference 2017865-2020-21827. It was reported that the patient presented in the hospital due to infection. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted. The ICD and rv lead were replaced on (B)(6) 2020. The patient was stable.